Manufacturer narrative:
Additional email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on patch shell bond edge side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: crease flat is observed. Brown particles in fill channel are observed. No further actions are required as the device was implanted.